Event description:
Procedure type: hernia. According to the reporter: on (B)(6) 2011, pt got a groin hernia o.p. With insertion of the product. Postoperative pt laid in bed for two weeks, had wound pains. Then continued pains above the cicatrice. The 2-3 local syringe treatments helped only for one week. At beginning of (B)(6), continues pains again at the whole left groin with radiation to the lumbar spine, the haunches and proximal dorsale upper leg. Pains now also at the right iliac crest. No actual back pains. By sneezing the pressing pain provocation left. Small numbness at the left groin. Dejection irregular, no bleb disruption, no force reduction. No hernia relapse was noticed. Re-operation with removal of the product on (B)(6) 2011: excision of the old cicatrice. There were most excessive adhesions which were resected step by step. Neurolysis and neurectomy of the n. Ilio inguinalis. Step by step, partially only millimeter by millimeter, carefully removement of the net. The posterios wall is bulged out by a medial relapse. Intraoperative there was a 3x3cm big medial groin hernia. This hernia could be provide by the minimal-repair-technic. Concurrent a 4x1cm big lipom was resected. This surgery was made in local anesthesia, so pt could be mobilized immediately postoperative.

Manufacturer narrative:
(B)(4).